Manufacturer narrative:
Visual inspection: the step drill bit large with quick coupling was received at the us cq. The distal fluted segment and the medial fluted segment had broken off at the tip of the proximal fluted segment at the bevel. The broken tip fragment was not returned, but it could be identified in a received image. The tip fragment was lodged into the femur of the patient. The drill bit had circular scratches consistent with typical wear. The proximal fluted segment had small splotches of an unknown white substance. No other issues could be identified with the returned portions of the device. Functional test: a function test was not performed due to the nature of the functional complaint. Dimensional inspection: a dimensional inspection was not performed due to a lack of tolerance dimensions about the fracture site. Document/specification review: drawing(s) reviewed: (current & manufactured revisions), no issues. Manufacturing record evaluation: the received device (part # 03.010.078, lot # pe03292) was manufactured at the (B)(4) site on 15 december 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint was confirmed for the step drill bit with quick coupling. The fluted tip of the device had broken at the proximal fluted segment. The broken off tip segment was identified to be lodged in the patient¿s femur in an associated image. The received portion of the drill bit was covered in scratches consistent with typical wear and had an unidentified white substance on its fluted portion. This substance was determined to not have contributed to the complaint. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: part # 03.010.078, synthes lot # pe03292, supplier lot # pe03292, release to warehouse date: 15 dec 2017. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a recon nail procedure, a stepped drill bit, quick coupling broke into the femoral head. The procedure was a subtrochanteric femur fracture performed laterally on a flat top bed. No surgical delay reported. The surgeon moved on to the other proximal fixations and did not attempt to remove the broken piece in the femoral head. The procedure was completed successfully this is report 1 of 1 for (B)(4).